Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-19 device of lot c2022182 was returned open with its original packaging. The device related to this occurrence underwent a laboratory evaluation on 20 september 2023. On evaluation of the devices the following observations were made: distal end of needle examined, and no issue observed. Distal end of sheath examined and observed to be damaged. Needle removed from device and kink observed below sheath extender. Sheath extender able to advance and retract without issue. Needle able to advance and retract with difficulty. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2022182 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the lot number c2022182. Instructions for use and/label: the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and in the precautions section "the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture." There is evidence to suggest that the customer did not follow the instructions for use, as the customer did not partially remove the stylet from the device prior to puncture. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could be attributed to user error. The failure to retract/ pull back the stylet on advancement could have likely induced pressure on the sheath which is likely to have caused the sheath damage. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the initial reporter, user detected the distal end of sheath broken and the needle is out of sheath. Confirmed quantity of 01 device, confirmed used. Investigation findings conclude that a definitive root cause could be attributed to user error. The failure to retract/ pull back the stylet on advancement could have likely induced pressure on the sheath which is likely to have caused the sheath damage. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-dec-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the distal end of sheath broken and the needle is out of sheath. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Stomach. 3. Please describe the size of the intended target site. 1.5cm 4. What is the endoscope manufacturer and model number that was used with this device? Olympus 290 5. Was gaining access to the targeted site difficult? No. 6. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 7. Was needle penetration of the targeted site difficult? No. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes 9. How many biopsies were obtained with use of this needle? 2 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.